Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple, intermittent events in which the pump stopped insulin deliveries. The customer's blood glucose levels ranged between 100-300 mg/dl. No alarms are received during this event. As the customer was not currently experiencing this issue, no troubleshooting could be performed to determine a possible cause.